Event description:
During the deployment attempt, the stent slipped proximally. Only the distal end of the stent expanded with the balloon inflation. An attempt was made to remove the device from the vessel, but it would not retract through the guiding catheter. After the devices were removed from the pt, the stent was noted to remain in the femoral artery. A femoral cutdown was performed to remove the stent from the anatomy.